Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips from the er420 would not close completely, fell off cystic duct and cystic artery. The clips would not close completely. Rep noted that this procedure was performed sometime in 9/1998. There was no consequence to the pt.